Manufacturer narrative:
Biomérieux investigation was conducted. The isolates (2) were subcultured and testing included the following. Isolate 1: gn ID card from the same lot as that tested by the customer - very good identification calls of kleb pneumoniae ssp ozaenae. Gn ID card from a random lot - very good identification calls of kleb pneumoniae ssp ozaenae. Api® 20e - low discrimination call between ent cloacae (54.9%) and kleb pneumoniae (31.5%). 16s sequencing - identification as klebsiella pneumoniae. Vitek® ms - identification as klebsiella pneumoniae. Isolate 2: gn ID card from the same lot as that tested by the customer - unidentified organism gn ID card from a random lot - identification of pantoea agglomerans. Api® 20e - doubtful profile with the choices including klebsiella pneumoniae (27.2%) / pantoea 1(18.5%) / pseudomonas luteola (18.4%) / pantoea 3 (18.4%). 16s sequencing - klebsiella pneumoniae. Review of the pantoea data against the expected reactions for klebsiella pneumoniae show the pantoea data to have 19 atypical negative reactions. This behavior suggests very slow organism growth which is not conducive to phenotypic ast testing methods. Both 16s sequencing and vitek® ms use genetic measurement techniques and are more conducive to testing certain slower-growth organisms. The investigation did not reproduce the customer's identification of pseudomonas luteola. The vitek® 2 gn ID cards are performing in accordance with specifications.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomérieux to report a discrepant organism identification in association with the vitek® 2 gram-negative (gn) identification (ID) test kit. Vitek® 2 gn ID result - pseudomonas luteola, api® 20e - low discrimination pasteurella/ochrobactrum/stenotrophomonas, api® 20e (repeat test) - low discrimination pasteurella/pantoea, maldi-tof - klebsiella pneumoniae. It is not known which, if any, result was reported to the treating physician. However, there is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal was requested by biomérieux for internal investigation. An internal biomérieux investigation will be initiated.